Manufacturer narrative:
The reported events were for lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning the helix and by applying torque to the connector pin, the helix could be extended/retracted and helix extension length met specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the low voltage lead was dislodged. During the reposition procedure, the lead helix failed to be extended. Fluoroscopy confirmed the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.